Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to "lateral deflection of the prosthesis." The patient was originally implanted with the penile prosthesis in (B)(6) 2016. In (B)(6) 2017 the patient was seen because he was "still unable to have sexual act due to the lateral deflection of the prosthesis." "An rx shows adequate positioning of the prosthesis, but when preloaded on the glans towards the penile base, said left lateral deflection occurs." As a result the patient entered into a depressive state with low self-esteem. In order to solve the issues the original device was explanted and the patient was implanted with a new 18cm x 12mm ipp device with 100ml reservoir. The physician believed that filling the entire cavernous body when inflated would give the patient adequate stiffness without the lateral deflection ultimately permitting the sexual act. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.